Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the procedure was a sleeve to bypass revision. The device was fired with a green reload with gore seamguard buttressing and the staple line looked good. It was noticed upon reloading the device that the anvil was bent. There was no issue with removing the device through the trocar. The surgeon commented that the anatomy appeared to be twisted and the tissue was extremely thick, so some additional dissection was performed to free up the stomach and flatten it out. A like device was opened and used with a black reload with gore seamguard and the case was completed with that device without issue. The device was not saved as the issue was thought to be caused by the thickened tissue.

Event description:
It was reported that during a laparoscopic redo gastrojejunostomy procedure, the surgeon fired the device across the revised portion of the stomach with a green cartridge which was extremely thick tissue. The tissue bent the anvil so severely that the jaw would not close correctly. A like device with a black cartridge was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.